Manufacturer narrative:
B3: estimated as device was noted to have been implanted in 2019 and event occurred 6 months post implant. D6a: estimated as device was noted to have been implanted in 2019 literature citation: tsukioka y, jeevanandam v, johnson b (november 22, 2023) challenges and insights in managing device-related thrombosis post-watchman implantation: a case report of surgical thrombectomy in an elderly jehovah's witness patient with atrial fibrillation. Cureus15(11): e49266. Doi 10.7759/cureus.49266

Event description:
It was reported via journal article that transient ischemic attacks (tia) and thrombosis occurred. A left atrial appendage closure procedure was performed, and a watchman 2.5 laa closure device was implanted. The patient proceeded with approximately 45 days of warfarin therapy. Six months post-implant the patient experienced repeated hospitalizations due to tias. Computed tomography (CT) angiogram revealed a thrombus on the left atrial appendage side of the watchman 2.5 closure device, featuring a 9mm stalk. Consequently, the patient was started on rivaroxaban. Despite 18 months of rivaroxaban therapy, the thrombus persisted though the patient did not experience further tias during this time. The patient was referred for surgical thrombectomy. The patient's mitral valve leaflets were thickened with a myxomatous appearance, with posterior leaflet prolapse leading to moderate mitral valve regurgitation and mild mitral annular calcification. The pressure gradient across the mitral valve was below 5mmhg, indicating no significant mitral stenosis. Due to the patient's moderate mitral regurgitation, non-surgical thrombus aspiration was not selected as a treatment option and surgical thrombectomy was required. Surgical intervention commenced, and intraoperative transesophageal echocardiography (tee) revealed a mobile 1cm mass attached to the watchman 2.5 closure device. The left atrial appendage was palpated and felt firm due to the watchman 2.5 closure device and clots within it. The left atrium was exposed during an extended septal approach through the right atrium and the thrombus, measuring 1.1 x 0.5 x 0.3cm was excised. The specimen was sent for culture and pathological examination. The watchman 2.5 closure device was well endothelialized, with the thrombus attached to one of its struts which was minimally exposed. The area was covered with the endocardium of the left atrium using a 3-0 suture. Additional intervention included successful implant of a 33mm non-boston scientific mitral valve. The pathology report indicated that the excised mass was an organizing thrombus with significant acute inflammation. No bacterial growth was detected in the culture. Post-operative transthoracic echocardiogram (tte) showed normal left and right ventricular function and regular movement of the mitral bioprosthetic leaflets. No thrombus was present in the left atrium. The patient remained hemodynamically stable and was discharged home seven days post-procedure on warfarin and aspirin. The patient's prothrombin time and international normalized ratio (pt-inr) levels remained consistently well managed within the range of 2.0-3.0. A computed tomography (CT) scan conducted two months post-procedure revealed no thrombus in the left atrium.